Event description:
The faility's biomedical engineer reported an infusion pump with an 813:01 failure code. The biomed stated to baxter customer service that it is unk if the device was in use on a pt when the failure occurred and that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medical intervention, pt injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.